Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 12 days after the dental implant and healing abutment were placed in ada site 28 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted patient's pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 12 days after the dental implant and healing abutment were placed in ada site 28 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted patient's pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 12 days after the dental implant and healing abutment were placed in ada site 28 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted patient's pain, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.